Event description:
The manufacturer received information alleging a ventilator's pressure and respiratory rate were fluctuating and the patient experienced difficulty breathing and his oxygen dropped. The patient was admitted to the hospital. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.

Manufacturer narrative:
The manufacutrer previoualy reported receiving information alleging a ventilator's pressure and respiratory rate were fluctuating and the patient experienced difficulty breathing and his oxygen dropped. The patient was admitted to the hospital. The ventilator was returned to the manufacturer for evaluation and the cumstomer's complaint could not be duplicated. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event. During additional testing in the manufacturer's product investigation laboratory, the device failed a test step during testing related to the nurse call connector. The device's interface board needs replaced to address the issue. This failure would not have contributed to the reported event.